Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to reproduce the issue. The safety disk was replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that, prior to use, the cardiosave intra-aortic balloon pump (iabp) had an ECG no trigger alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: h6 (patient codes).

Event description:
It was reported that, prior to use, the cardiosave intra-aortic balloon pump (iabp) had an ECG no trigger alarm. There was no patient involvement, and no adverse event reported.